Event description:
It was reported that the pt's vns device was interrogated and found to have 7/limit/high on normal mode and system diagnostics. The pt reports a fall a few weeks ago on his right side, but is unclear as to whether or not he stopped feeling stimulation at the time or if this is the cause of the high impedance. The pt now reports he is not feeling any stimulation. X-rays were taken and reviewed by manufacturer representative and by the medical professional. The x-rays showed no anomalies. The pt's device was programmed to 0 ma at the time of the visit. Pt has been referred for revision surgery, but is not scheduled at this time. All attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.